Event description:
It was reported that a patient with this electrode received two inappropriate shocks due to oversensing of noise. An x-ray taken showed the electrode may have fractured near the proximal end. Tachycardia therapy was turned off and surgical intervention was later performed to explant the system. The physician experienced difficulty removing the electrode and had to cut the terminal pin off to fully remove it from the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly analyzed. Visual inspection noted the complete electrode was returned severed in two segments approximately 5.3 centimeters (cm) from the terminal end. Setscrew marks on the proximal connector were in the correction location. Continuity testing failed and an x-ray examination revealed a fracture approximately 10.5 cm from the terminal pin. A slight bend was also noted in this area. Analysis confirmed the electrical allegations were the result of the fracture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly analyzed. Visual inspection noted the complete electrode was returned severed in two segments approximately 5.3 centimeters (cm) from the terminal end. Setscrew marks on the proximal connector were in the correction location. Continuity testing failed and an x-ray examination revealed a fracture approximately 10.5 cm from the terminal pin. A slight bend was also noted in this area. Analysis confirmed the electrical allegations were the result of the fracture.

Event description:
It was reported that a patient with this electrode received two inappropriate shocks due to oversensing of noise. An x-ray taken showed the electrode may have fractured near the proximal end. Tachycardia therapy was turned off and surgical intervention was later performed to explant the system. The physician experienced difficulty removing the electrode and had to cut the terminal pin off to fully remove it from the patient. No additional adverse patient effects were reported.

Event description:
It was reported that a patient with this electrode received two inappropriate shocks due to oversensing of noise. An x-ray taken showed the electrode may have fractured near the proximal end. Tachycardia therapy was turned off and surgical intervention was later performed to explant the system. The physician experienced difficulty removing the electrode and had to cut the terminal pin off to fully remove it from the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly analyzed. Visual inspection noted the complete electrode was returned severed in two segments approximately 5.3 centimeters (cm) from the terminal end. Setscrew marks on the proximal connector were in the correction location. Continuity testing failed and an x-ray examination revealed a fracture approximately 10.5 cm from the terminal pin. A slight bend was also noted in this area. Analysis confirmed the electrical allegations were the result of the fracture.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a patient with this electrode received two inappropriate shocks due to oversensing of noise. An x-ray taken showed the electrode may have fractured near the proximal end. Tachycardia therapy was turned off and surgical intervention was later performed to explant the system. The physician experienced difficulty removing the electrode and had to cut the terminal pin off to fully remove it from the patient. No additional adverse patient effects were reported.